Event description:
It was reported that during a procedure at the user facility, smoke was coming out of the nose of the core impaction drill. There was no report of the handpiece overheating, and the room did not have to be cleared. The procedure was completed successfully using back-up equipment with no delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection the service technician observed a damaged flex assembly.